Manufacturer narrative:
Pump received with no (act, up and escape) button response due to moisture keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify unable to upload/download anomaly due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection.

Event description:
The customer reported via phone call that they could not upload the insulin pump. The customer's blood glucose was 150 mg/dl at the time of incident. The customer reported that they changed the battery and insulin pump worked fined. Self test was performed and passed. The insulin pump was returned for analysis.